Event description:
--

Manufacturer narrative:
Visual inspection noted that the complete lead was returned and the j-fixation was operating within specifications. There were no twists noted in the lead body. The clinical observation was unable to be confirmed during laboratory analysis.

Manufacturer narrative:
No further information has been made available at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subseqeuent information indicates that this product was returned and is currently undergoing laboratory analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited dislodgement as a result of the patient twiddling.

Event description:
Subsequent information indicates that this product was extracted and replaced. No further complications have been reported.

Manufacturer narrative:
--